Manufacturer narrative:
The zealandpharma ae assessor has not been able to speak with the vgo user for further investigation of her complaint of hyperglycemia. He ae assessor is unable to compare pre-vgo insulin dosing and bg range to vgo insulin dosing and bg range without speaking with the patient.

Event description:
The patient experienced hyperglycemia on (B)(6) 2020 with a reading of 545.